Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer was taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 574 mg/dl at the time of hospitalization. The insulin pump was on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The significant event that leading to hospitalization was vomiting. The customer was treated by giving antibiotics, saline and insulin drip in hospital. Customer was unable to complete carelink upload. The insulin pump also received insulin flow block alarm. The customer declined troubleshooting for insulin flow blocked because she changed the set and the insulin pump is functioning. The insulin pump will not be returned for analysis.